Event description:
It was reported the patient received the following results within 10 minutes: a reading in the lower "100's mg/dl" and 197 mg/dl. On a different day the patient received the following results within 10 minutes: a reading in the lower "80's mg/dl" and a reading in the higher "100's mg/dl".